Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional info is available at this time. If additional info is received it will be reported on a supplemental report. The reason for the sterilization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported through the filing of a lawsuit that: allegedly, after implantation of the device, the pt began experiencing significant pain and discomfort. It is alleged that the pt will require revision surgery to replace the device.